Manufacturer narrative:
Investigation completed 6/09/2017. Method: -device history review. -trend analysis. -failure analysis. The device history record (DHR) of fg lot # 1164754 was reviewed and no anomalies were found during the packaging process of the product. Review of the complaint system from may 2015 to may 2017, shows this is the only complaint that has been reported regarding ¿product crack on the package¿ in cusa wrench family. (B)(4). One (1) unopened tray of catalog c5602, ¿cusa excel 36 khz disposable wrench¿, corresponding to fg lot # 1164754 was received for evaluation. Upon unit inspection, it was confirmed that the tray was cracked as was reported by the customer. The crack on the tray indicates that it received an impact, but the source of the impact could not be determined. Conclusion: the reported condition was confirmed with the evaluation of the returned unit. The root cause for the crack on the tray could not be determined. At integra facility, the lot # 1164754 was 100% visually inspected during the sealing process and, in addition, samples from the lot were inspected by qa personnel, but no unit was rejected due to the crack or similar condition. Based on the review of the DHR, CAPA's and ncr's history records no assignable causes could be associated to the packaging process of cusa wrench products. The possible root cause for this crack could be due to a damage during the shipping processes from integra (B)(4) to integra distribution center and/or to (B)(4).

Event description:
At the incoming inspection of goods by the distributor, a crack on the package was found. There was no patient involvement. Linked to mfg. Report number: 3006697299-2017-00089.